Event description:
The customer stated that she performed normal control tests and received results of 171 and 172 mg/dl. While troubleshooting, she performed control tests and received a result of 191 mg/dl. The normal control range is 92-127 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for eval, and replacement test strips will be sent.